Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5154554). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of swelling in the entire body but mainly the face and neck, chronic headaches that are mild to debilitating, emergence of allergen sensitivity, extreme fatigue, pneumonia and pneumonia-like symptoms over the last 3 years, chest pain, abdominal pain, and a hard time breathing. In 2023 the left side of body became tight, almost unusable, tingly, hard time breathing and controlling body. She states she began to convulse uncontrollably, and teeth chattered even though she was not cold. She went to the ER. ER doctor stated it was an unknown phenomenon that caused her to have an anxiety attack and to hyperventilate. She expressed worry that the device has caused or exacerbated her life-threatening conditions and degraded her quality of life. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.